Event description:
Experiencing sepatation of infusion set. Pt indicated upon discovery, he changed the infusion set tubing. Pt indicated that he noticed the separation right away and there was no effect on his blood glucose level. Pt indicated that he was not returing prodcut.